Manufacturer narrative:
There are multiple patients all information is provided in the article. Implant date is between (B)(6) 2007 to (B)(6) 2016. This report is for an unknown construct: humeral nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: salvador, j. Et al (2019), cerclage wiring and intramedullary nailing, a helpful and safe option specially in proximal fractures. A multicentric study, injury, vol. 50 (2), pages 415-419 (spain). The aim of this retrospective descriptive study is to demonstrate that the use of a nail with cerclage wires could be a safe procedure that facilitate reduction, especially in fractures with abduction of the proximal fragment. Between january 2007 to march 2016, a total of 60 patients (18 male and 42 female) with a mean age of 67 (range, 32¿89 years) were operated by minimally invasive reduction. Surgery was performed using an intramedullary nails and cerclage wires. The intramedullary nails used were from a competitor in 55 patients and multilock humeral nail (synthes-oberdorf, switzerland) in 5 patients, while the cerclages used were from a competitor in 39 patients and from synthes in 21 patients. Patients were evaluated routinely in the outpatient¿s clinics after discharge, at two weeks, one month, two months, four months, six months and one year, with x-rays. 56 patients completed a follow-up of a minimum of 12 months. The following complications were reported as follows: 4 patients died. 2 patients developed a nonunion. One patient with a nonunion had no pain or functional limitation so the patient was treated conservatively. The other patient underwent nail removal, fracture site debridement and plate osteosynthesis with autologous bone grafting and healed without further complications. 1 patient had an infection and was treated with debridement, nail removal, temporary external fixation and antibiotic therapy, followed by plate osteosynthesis and bone grafting. 2 patients had transient nerve palsy. Full recovery was observed within 3 months in both of them. This report is for an unknown synthes humeral nail constructs and unknown synthes wires. This report is for one (1) unknown construct: humeral nail. This is report 1 of 2 for (B)(4).